Event description:
Caller indicated that a reading of 167 mg/dl was received with the freestyle while exhibiting symtoms of low blood glucose. Customer lost consciousness and paramedics were contacted for assistance. The paramedics received a reading of 25 mg/dl. Treatment was not described by customer.